Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited a high capture threshold. The elevated threshold persisted despite multiple repositioning attempts at different sites. The ra lead was not used and replaced. The patient was in stable condition.